Event description:
It was reported the patient was not receiving effective stimulation to treat her headache (off-label use). The patient's lead was explanted and replaced with a new leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.